Manufacturer narrative:
Device is a combination product.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and upon removal, the device broke. The procedure was completed with another of same device. No patient complications were reported and the patient status was fine.

Event description:
It was reported that shaft break occurred. The target lesion was located in the left anterior descending artery. A 32 x 3.00 promus premier drug-eluting stent was advanced but failed to cross the lesion and upon removal, the device broke. The procedure was completed with another of same device. No patient complications were reported and the patient status was fine.

Manufacturer narrative:
Device is a combination product. A promus premier ous mr 32 x 3.00mm stent delivery system was returned for analysis broken into 3 sections. An examination of the crimped stent found no issues with the stent. There were no signs of damage, stretching or lifting of the stent struts. The stent showed no signs of movement and was set between the proximal and distal marker bands. The crimped stent outer diameter was measured and the result was within max crimped stent profile measurement. The balloon was reviewed, and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found two hypotube breaks; one break 17.6cm distal to the distal end of strain relief, and another 118.5cm proximal to the distal tip. Slight bending was noted on both sides of both breaks. Multiple hypotube kinks were also noted. A visual and tactile examination of the shaft polymer extrusion found no issues. An examination of the tip found no issues with the tip. No other issues were identified during the product analysis.